Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The condenser in the absorber system was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a leak large enough to cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received that the leak rate was less than 4.5lpm. This was not a reportable malfunction.